Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the actuator board, heater rod, and deaeration motor were replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of burnt component was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
An in-center hemodialysis user facility's biomedical technician (bmt) reported an event of smoke that took place during a repair on a 2008k2 hemodialysis machine. Upon internal inspection of the machine, a burned ic23 chip on a 2008k2's actuator board was discovered. There was no patient or staff harm, as a result. There were no visual flames or sparks emitted. The actuator board was replaced to resolve the issue. The unit has been returned to service without a recurrence of the event as reported, and the unit is currently operating as intended. A request was made to obtain the board in question for failure analysis. To date, the board has not been returned.